Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the emergency room due to high blood glucose over 500mg/dl. The customer's most recent glucose reading was 60mg/dl, and she was treated with an insulin drip. Initially, the customer called to track the replacement of the insulin pump. The insulin pump was already replaced due to error alarms. No further info was provided.